Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event bilateral cerebral infarctions (pt: cerebral infarction) was deemed to meet serious criteria of hospitalization. The device history record could not be reviewed as the lot number was not reported. Literature citation: huda alghadeer, mohammed talea, ahmed al-muhaylib, osama alsheikh & sahar m. Elkhamary (2021): acute unilateral vision loss and bilateral cerebral infarction following cosmetic filler injection, orbit, doi: 10.1080/01676830.2021.1974056.

Event description:
This MDR is related to MDR 3013840437-2021-00204, 3013840437-2021-00206, 3013840437-2021-00207, and 3013840437-2021-00208 referring to the same patient. This literature report from (B)(6) concerns a (B)(6) female patient. She was injected with hyaluronic acid, into the nasal bridge (intentional device misuse), for a nasal bridge correction. The patient was healthy. A few minutes after the hyaluronic acid injection, the patient experienced a sudden eye pain, headache and loss of vision in her right eye (acute unilateral vision loss). A few hours later, a droopy eyelid along with numbness and erythema in the periorbital area were observed. It involved the right hemiface with swelling and redness. There was a speckled pattern of skin mottling. Twenty-four hours after the hyaluronic acid injection, the patient visited an emergency department of an institute. While reporting the history in the emergency room, the patient reported drowsiness, headache and vomiting. Further examination revealed her drowsiness with orientation to time, place and person. Visual acuity showed no light perception on the right eye (reported as od) and 20/20 on the left eye (reported as os). The right eye was soft with an intraocular pressure of 6 mmhg. There was complete ptosis, severe tenderness, swelling and bruises, which involved the right hemiface and complete ophthalmoplegia with no proptosis. Slit-lamp bio microscopy revealed marked chemosis, subconjunctival haemorrhage, and a fixed dilated pupil. Examination of the left eye was within the normal limits. Within 24 hours of the patient's clinical presentation to the institute, an urgent non-contrast computed tomography scan of the brain was conducted. It indicated a few mottled materials that were denser than blood in the cavernous sinus (density 106 hounsfield units hu). There was residual subcutaneous air at the injection site. No air or filler material was detected in the cavernous sinus. Magnetic resonance imaging (MRI) of the brain performed on day 3 of the patient's clinical presentation, revealed a diffusion restricted right optic nerve and multiple bilateral areas of restricted pattern occupying the higher cortical, subcortical, parietal, and anterior frontal hemispheres, along with the left occipital cortex. These areas were highly suggestive of acute cerebral infarcts. Coronal t2wi showed residual filler material in the region of the right superior rectus muscle/superior ophthalmic vein. Axial diffusion-weighted images using magnetic imaging indicated multiple scattered bilateral parietal and frontal infarctions with a restricted pattern on the corresponding apparent diffusion coefficient (reported as adc) map. The patient was treated with timolol maleate 0.5% eye drops, acetazolamide (diamox) (500 mg) once a day, and aspirin (100 mg) once a day. Her clinical features were consistent with a bilateral cerebral infarction and an optic nerve infarction in the right eye, due to the injection of hyaluronic acid. The patient was referred to a general hospital for further management by a neurologist. A cardiac workup was also recommended because they were unexplained acute cerebral strokes, especially in a young patient. The cardiac examination revealed normal limits of all the tested parameters. As reported, the patient had irreversible, permanent monocular vision loss, secondary to optic nerve infarctions, and the scattered cerebral infarcts were caused by retrograde embolism causing a flow to enter the cerebral circulation. The vision loss was permanent, but periocular symptoms such as ptosis and other ophthalmic manifestations resolved completely. Due to the provided information, the outcome of the events droopy eyelid/ complete ptosis and subconjunctival haemorrhage was considered as resolved. The outcome of the events retrograde embolism/ arterial occlusion, bilateral cerebral infarctions and optic nerve infarction in the right eye was unknown. In the opinion of the authors, the proposed mechanism was an inadvertent injection of the filler material at the glabellar and nasal regions into the supraorbital or supratrochlear superficial facial arteries, that anastomose with the distal branches of the ophthalmic artery. It resulted in a retrograde emboli into the internal carotid artery and cerebral circulation, causing distal embolic vascular occlusion at multiple sites, with multifocal infarction involving both parietal and right frontal lobes. The authors speculated that hyaluronic acid particles entered ocular circulation and the internal carotid artery through retrograde blood arterial flow. Under the injection pressure of a syringe, the material was forced retrograde into the ophthalmic artery and internal carotid artery with subsequent distal movement into brain arteries. The possible route of filler material to the contralateral cerebral artery was through the anterior communicating artery. Retrograde spread of embolic materials was believed to be the most reasonable mechanism. Once the embolic material travelled to the ipsilateral brain, contralateral brain infarction through the anterior communicating artery was the most likely mechanism. Local subcutaneous injection pressure had the possibility to increase substantially to reverse the flow of the filler into the ophthalmic artery and then into the internal carotid artery. Furthermore, functional anastomoses between the internal and external arteries made it possible for the filler to form a brain infarction. In the patient, it appeared that an intravenous injection in the supraorbital vein must have gone retrograde into the cavernous sinus. She developed symptoms related to the findings of cavernous sinus involvement, with headache and impairment of the cranial nerves near the cavernous sinus resulting in the ophthalmoplegia. The patient demonstrated a severe ophthalmological presentation with ptosis, combined with unilateral blindness after arterial occlusion. Headache and ocular pain after the injection were possible warning signs of the complications.